Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed explant of intraocular lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zxr00 +22.5 diopter was implanted in a female patient's right eye (od) on (B)(6) /2018. Reportedly, both the patient and the surgeon were not happy with the outcome. The lens was explanted on (B)(6) 2018 and a replacement lens of the same model, but different diopter (21.5) was implanted. There was no incision enlargement. The account commented that the explanted lens is not available for evaluation. No further information was provided.